Event description:
A 2.5 mm x 10 mm sprinter legend rx dilatation balloon catheter was inserted to pre-dilate an lad lesion. Vessel morphology was reported to be severe calcification and 75% stenosis. The physician inserted an ivus catheter; however was unable to cross the lesion. It was reported that the balloon was advanced to the intended lesion site and inflated three times to 14 atm; however, the lesion was not fully dilated. The sprinter legend was inflated to 16 atm, which is 2 atm over rated burst of pressure, and the lesion was confirmed to be dilated. However, the balloon burst at 16 atm and a dissection occurred. The balloon was successfully removed from the patient. No further intervention was performed and the case was completed. The physician plans to perform rotablator and stent deployment at a later date.

Manufacturer narrative:
Evaluation: results: severe calcification and 75% stenosis. Conclusions: severe calcification and 75% stenosis. Evaluation summary: medtronic has received the device and its analysis has been completed. The hypotube was bent possibly due to coiling for return. The guide wire entry port was ripped, most likely due to the handling of the guide wire during the procedure. The balloon had burst with a longitudinal tear evident on the balloon. There was no other damage evident on the returned device. Additional information received from the field confirmed that the device was inspected prior to use with no issues noted. No difficulties were encountered during inflation of the device. Please note that this device is distributed outside the untied states; however, it is similar to the united states distributed product.